Manufacturer narrative:
D10 concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu (lot#:p4g1214s), egia60amt, egia60amt egia 60 artic med thick sulu (lot#:p4g1214s), egiaustnd, egiaustnd endogia ultra univ std stap (lot#:unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic radical gastrectomy for gastric cancer, the manual handle was properly assembled and the first purple cartridge. After closure, the jaws failed to open, so firing was not possible. A second purple cartridge was then loaded, which allowed the jaws to open, but firing was still not possible. A new stapler was opened and used to complete the procedure. No patient complications have been reported as a result of this event.